Event description:
It was reported that a data error alert occurred after the pump's ship date. The customer's blood glucose level was 133 mg/dl when the issue was noticed, which is within the normal range. Technical support informed the customer that some history logs might have been erased, but confirmed that this did not affect the therapy. The customer acknowledged this and decided to continue using the pump for insulin therapy.